Event description:
The complainant reported that during a therapeutic procedure, the physician was attempting to remove the enteral feeding device from a fistula in the pt's stomach. During the procedure the dr felt restriction while pulling the device from the pt, resulting in the internal bolster becoming separated and remaining in the pt. The device was reported to have been in place for almost six months. The physician then obtained a snare and with the aid of that device was able to successfully remove the bolster dome from the pt's stomach. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.